Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, the shaft broke while inserting into the patient. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first day of the month of aware date as there was no date provided. Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 88.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, the shaft broke while inserting into the patient. There were no patient complications reported.